Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one-day post-implant this right ventricular (rv) lead exhibited high out-of-range pace impedance of greater than 2,000 ohms. The rv lead also exhibited high thresholds and there was no capture at 7.5 v at 2.0 ms in the unipolar configuration. The physician elected to monitor the lead for a week as the pacemaker was implanted due to sinus node dysfunction and the patient was not experiencing any chest pain. A few days later the patient reported intermittent chest discomfort. The pacemaker was checked in clinic and there was no capture in both the bipolar and unipolar configurations. A chest x-ray revealed that the rv lead had perforated through the heart wall. A lead revision procedure was performed and the rv lead was successfully repositioned. This product remains in service. No additional adverse patient effects were reported.